Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hyperglycemia with blood glucose levels between 400 mg/dl and 500 mg/dl. The patient went to the hospital where her blood glucose level was at 400 mg/dl. The high blood glucose values were treated, but there is no information available regarding the treatment. She reported having a health condition of low blood pressure, and that the condition may also have caused the hospitalization. The customer was discharged from hospital on (B)(6) 2022.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material will be returned.